Event description:
System diagnostics were performed in multiple positions. No xrays were taken. The patient has had not recent trauma. The patient is not a known twiddler. No programming data is available. Patient had a full revision performed. The explanted lead has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted devices were noted to have been taken by the surgical team. Images of the explanted lead were provided. The lead insulation tubing was observed to have been abraded. A visible lead discontinuity was observed. No additional relevant information has been received to date.

Event description:
The patient was observed to have low impedance. The patient was reported to be having an increase in seizures. Battery status was noted to be at 25-50%. No known surgery has occurred to date. No additional relevant information has been received.